Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a nc emerge balloon catheter plus a stopcock. The balloon was loosely folded with blood in the balloon and lumen. There were numerous kinks in the hypotube. Functional testing was performed by connecting an inflation device filled with water to the hub. When pressure was applied, water was found to be leaking from the balloon. Microscopic examination found a longitudinal burst, midway in the balloon material, 6 mm long. Microscopic inspection of the markerband and the tip of the device found no irregularities or defects. Inspection of the remainder of the device revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a calcified vessel. A 2.50mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during the first inflation at 12 atmospheres, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a calcified vessel. A 2.50mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during the first inflation at 12 atmospheres, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.